Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The distal end of the device was inspected under a microscope and found the probe was detached. The missing portion was not returned. Additionally, the teflon pad was worn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark causing the error. A force was applied to the probe causing it to break. However, a definitive root cause cannot be determined. This issue is addressed in the instructions for use (IFU): do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad. Olympus will continue to monitor the field performance of this device.

Event description:
Olympus received an initial report (ahs mdip # 27222) from alberta health service via email that a stated there was a thunderbeat device malfunction. During a therapeutic laparoscopic hysterectomy procedure, the thunderbeat device was presented with error codes. A probe check reinitiated 3 times, and failed. The machine was turned off then back on, probe check redone, and error codes appeared again. A second thunderbeat device was used. However, error codes appeared. A probe check was reinitiated and failed. The surgeon checked tip, and one jaw of thunderbeat was broken. Another thunderbeat device was used to complete the procedure. There were no reports of patient harm. The second thunderbeat device was returned to olympus for evaluation. During inspection and testing, it was found that the probe was broken. This medical device report (MDR) is being submitted to capture the reportable malfunction for the second thunderbeat device (broken probe) found during the device evaluation.